Manufacturer narrative:
Correction of date of event-additional information added to: b3.

Event description:
It was reported that a patient was on a pca pump. The physician's assistant notified the nurse that the pca pump tubing was leaking onto the floor. The nurse assessed the tubing line and found that there was a small leak in the tubing. The tubing was removed. It was further confirmed during follow up, that there was no delay in treatment nor any patient harm or impact as a result of this event.

Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that a patient was on a pca pump. The physician's assistant notified the rn that the pca pump tubing was leaking onto the floor. The rn assessed the tubing line and found that there was a small leak in the tubing. The tubing was removed. There was no delay, patient harm or death reported.